Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend of a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident back in december and ever since then, the patient has inconsistent coupling and increased stimulation in the pelvic area. Today the patient encountered the "call hcp (healthcare professional) - por (power on reset) screen." The caller stated there was a poor communication then charge your ins screens. Callers used insr (implantable neurostimulator recharger) again and reported now the insr was showing the ins was charging but the coupling was inconsistent. An insr antenna and adhesive discs for troubleshooting the coupling issues and redirected patient to healthcare professional for stimulation concerns and check stimulator following the car accident. No patient symptoms reported. No further complications reported/anticipated.